Event description:
Customer reported erroneous high access thyroglobulin antibody ii test results were obtained for two pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range. Test results were not reported out of the lab. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were originally run through the power processor on the automation line and repeat testing was performed from the primary tube through the sample presentation unit (spu). Quality control (qc) for thyroglobulin antibody testing was within the customer's established ranges prior to and after the event. On (B)(4) 2009, the field service engineer replaced the pipettor tip for pipettor #1 and verified the alignments. Made necessary ultrasonic adjustments. Cleaned all four reagent pipettor valves. There were no hardware issues identified. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events.